Manufacturer narrative:
(B)(4).

Event description:
It was reported that competitive atrial pacing was observed when the patient was exercising and at their sensor indicated rate. It was noted that inappropriate mode switching was also observed and that the patient complained of fatigue and palpitations. Programming changes were made. The device remains implanted. The patient was stable with no further events.